Event description:
It was reported that during a routine pulse genertor change out procedure, the rate decreased to 30 beats per minute after the device was exposed to electrocautery. The patient experienced no symptoms. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found to be normal.